Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, no actual sample. The photo shows that the pinch clamp of the sample is broken, and the sample is indwelled on the back of the patient's hand. The state of the break surface of the pinch clamp and the state of the middle of the extension tubing cannot be clearly identified. 2. DHR/bhr review(lot#3016098): 1)this batch of products were assembled at intima ii auto line 4 in february 2023, and packaged at r240 package line in februay 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the pinch clamp batches used in this batch of products are 2335839, 3004525, 2206450, review the raw material inspection records, no abnormalities. 3. The retained sample of the complaint batch is taken for the sealing pressure test of the pinch clamp (test process: the pinch clamp needs to clamp the same position of the extension tubing for more than 64 times, and then the sample is kept under 800mm pressure device for 3 days in clamped state). Test results: no abnormality is found at the pinch clamp, and no leakage is occured at the extension tubing. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo mainly shows the break state of the pinch clamp. Since the defective sample is not received, further analysis cannot be conducted, and the usage of the indwelling needle is unknown, the root cause of the break of the pinch clamp cannot be determined. The defect status is first encountered, and the plant will continue to pay attention. H3 other text : see narrative.

Event description:
It was reported that the clamp on the bd intima-ii¿ closed IV catheter system was defective. The following was translated from chinese to english: clamp disconnection during post-puncture clamp closure while infusing fluid to a patient.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.